Event description:
On (B)(6) 2012, the pt reported that the display on his infusion device is blank, however, the infusion device still works. He stated that the issue began on (B)(6) 2012; his pump displayed e8 (power interrupt). He put a new battery in the infusion device and cleared and error, but the display was partial. He stated that the area of the display that indicate insulin amounts were partially missing, but he could still make out the numbers. He stated that the display gradually faded and then went blank. The pt replaced the battery, but the problem persists. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.